Event description:
While injection at high pressure during a left ventriculogram, the high pressure tubing disconnected from the pressure injector. There was no pt or clinician harm or injury as a result of this event.